Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: electrode belt (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction in the as received condition. The electrode belt was fully functional. Monitor sn has not been returned from the field. Device evaluation included a review of downloaded software flag files (attached) on the day of the event. The review of the software flads consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: (B)(6) 2015 electrode belt: (B)(6) 2014 the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shocks was improper response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the treatment threshold and motion artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was semi-conscious in the hospital ICU at the time of the event. Heart rate above treatment threshold and motion artifact contributed to the false detection. The response buttons were pressed during the event but not during the treatment sequence that resulted in the debrillation shocks. The patient was placed on hospital telemetry and was to receive an ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.